Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was not returned to bd for evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced retrieval difficulties, filter tilt, and detachment. This information was received from one source. This malfunction did involve a patient with no reported patient injury. The patient's age, weight, and gender were not provided.